Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was greater than 600 mg/dl with diabetic ketoacidosis. Reportedly, a healthcare provider identified the ketone level as dangerous. Customer went to the emergency room and was sub-sequentially hospitalized. Customer was treated with fluids, anti-nausea medication, and insulin drip. Customer was discharged on (B)(6) 2018 feeling "tired but better" and bg was in the 100's mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.